Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Down button is non functional, at first it functioned hardly, but now it is not functional at all. No adverse event alleged. Product cannot be returned due to custom and legal issues in (B)(6).